Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. When was the exact original implant date? Answer: (B)(6) 2008 and (B)(6) 2009. 2. Did the revision already happen? If yes, please provide the date of revision. Answer: not yet. 3. What are the depuy product explanted during revision surgery? Please provide product and lot number. Answer: we are planning to remove the acetabular component. After this, which endoprosthesis will be placed will be decided during the operation. 4. Was there a surgical delay because of this event? If yes, what is the duration of the delay? Answer: the patient came late.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed. H10 additional narrative: added: h7, h9 no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A report was received from a surgeon and translated into the following. I want to inform you about a patient who underwent an operation in 2008 to replace both hip-femoral joints with depuy asr endoprostheses. To date, both endoprostheses have a mechanical complication associated with dislocation of the acetabular components. We send you data on the used endoprostheses the patient requires a second operation, revision arthroplasty of both pelvis of the hip joints but no information has been provided yet regarding if a revision has been completed.